Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the guidewire became stuck in the device. Towards the end of the procedure the physician attempted to retract the wire but found they were unable to do so. As the procedure was completed the catheter and wire were removed from the body together. The physician had to wrap the wire around their hand and pull hard in order to remove the wire from the catheter. The devices were not replaced as the procedure was done. There were no patient complications and no tissue was seen at the tip of the catheter. The catheter is expected to be returned for analysis.